Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, that might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was dislodged to right atrium. The patient felt dizzy on treadmill and on chest x-ray it showed that the rv lead was dislodged to right atrium. The lead was successfully reposition but had high out of range pacing lead impedance thereafter, so, the physician explanted the lead and replaced it successfully. The lead will be returned for analysis. No adverse patient effects were reported.